Event description:
User reported that device was in use with pt when the eyelet of the neck flange broke. An emergent exchange of the tracheostomy tube was required. No permanent adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the eval.